Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pedicle screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the deviation of 2 of the 4 pedicle screws was detected by the surgeon with a post-placement intra-operative verification CT scan before finalizing the surgery, and the screws were replaced (re-positioned) successfully with fluoroscopic guidance at the very same surgery. All pedicle screws were placed correctly as intended after correction, the final outcome of this surgery was successful as intended. There was no harm or negative effect to the patient due to the deviating screw placements, neither due to prolong of surgery/anesthesia (of ca. 45min). There was no (direct or increased) risk to harm a critical structure (e.g. Spinal cord or connected nerves or blood vessels) due to the deviations. There were further no remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviation of the screw placements by approx. 4mm and 8 degrees superior from the intended and planned position can be attributed to two main factors: a movement of the navigation reference array during the surgery due to a not sufficient rigid fixation. Due to the general anatomy of the patient, the necessary rigidity of the reference could not be achieved for this patient with the attachment on the iliac crest using schanz pins. Apparently the resulting deviation of the navigation display during the surgery was not recognized by the user before the placement of the pedicle screws with the necessary navigation accuracy verification throughout the procedure. A relative movement of the vertebrae operated on (i.e. L5) in relation where the reference array was attached (iliac crest), leading to a shift between the navigation display of the image dataset and the actual patient anatomy. This relative movement occurs due to a non-rigid connection of the bones when applying forces during the surgery. These vertebra movements relative to the navigation reference array during e.g. Hardware placement, cannot be recognized by the navigation system when displaying tracked instrument positions on the pre-surgery (registration) image. Further, to a lesser extend potentially contributing factor, that can have added to the deviation: the breathing of the patient was not halted/reduced for the scan. The artificial ventilation can cause navigation inaccuracies. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery (mis) on the spine for stabilization (tlif fusion) of vertebrae l5-s1 for the indication spinal stenosis and spondylolisthesis, with intended placement of 4 pedicle screws, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d (B)(4). During the procedure the surgeon: positioned the patient in prone position on the or table. Attached the navigation reference array on the patient's iliac crest, with schanz pins and a 2-pin bone fixator. The schanz pins, due to the general anatomy of the patient (bmi 43), could not be inserted deep enough in the bone for a rigid fixation. Acquired an intra-operative (pre-surgery) CT scan with automatic image registration to match the display of the navigation to the current patient anatomy. Verified the accuracy of the patient registration in the navigation and accepted the registration to proceed. Calibrated a non-brainlab screwdriver with screw to the navigation, planned the screw position trajectories with navigation, and placed the 4 pedicle screws into left and right l5 and s1 with the navigated screwdriver. Acquired a post-placement intra-operative verification CT scan, and determined from the scan that the 2 pedicle screws placed in l5 deviated by ca. 4mm and 8 degrees superior from the planned and intended positions. The 2 other pedicle screws in s1 were placed as intended. Re-placed (re-positioned) the deviating 2 pedicle screws in l5 to the correct position under fluoroscopic guidance without navigation. Completed the surgery successfully as intended. According to the surgeon: the deviation of 2 of the 4 pedicle screws was detected by the surgeon with a post-placement intra-operative verification CT scan before finalizing the surgery, and the screws were replaced (re-positioned) successfully with fluoroscopic guidance at the very same surgery. All pedicle screws were placed correctly as intended after correction, the final outcome of this surgery was successful as intended. There was no harm or negative effect to the patient due to the deviating screw placements, neither due to prolong of surgery/anesthesia (of ca. 45min). There was no (direct or increased) risk to harm a critical structure (e.g. Spinal cord or connected nerves or blood vessels) due to the deviations. There were further no remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either.